Event description:
The apollo/pallas machine malfunctioned while a patient was undergoing a thoracoscopy. The patient was on 100% oxygen. The machine was reading an fio2 of 50% on inspiratory and expiratory readings.